Manufacturer narrative:
Investigation on the complaint reagent kit lot did not identify a product problem. No product issue was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a sample generated a positive on initial testing with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems lot g16463 and repeat testing with the same sample and a new sample collection generated negative results. The customer indicated the patient is being tested because they live in a nursing home and the state protocol is to test all patients every 2 weeks. The patient test history was reported as being negative for many weeks. As stated in the method sheet cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal, and oropharyngeal swab specimens from individuals who meet covid-19 clinical and/or epidemiological criteria. The positive result was reported. No harm or injury was indicated. No further information about the patient was provided. Investigation on the complaint reagent kit lot did not identify a product problem.

Manufacturer narrative:
Customer provided data for the alleged results. Review of the data showed 3 reagent kit lots (g13210, g16463 and g16455) were used for the generation of the alleged results. Investigation was performed on all 3 reagent kit lots (g13210, g16463 and g16455) and no product problem was identified. (B)(4).